Event description:
It was reported that one year three months eighteen days post port placement, a small breakage was allegedly noted on the catheter upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, a photo was provided for review. The investigation of the reported event is currently underway. H10: d4 (expiration date: 11/2021). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that three years eleven months and twenty-five days post port placement, a small breakage was allegedly noted on the catheter upon removal. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one powerport isp MRI implantable port, one cath-lock and one groshong catheter was returned for evaluation. In addition to the returned sample analysis, one electronic photo was provided for review. The photo shows a compound break on the catheter body. Functional, gross visual, tactile, microscopic visual and dimensional evaluations were performed. A partial circumferential break was noted approximately 5.8cm from the proximal end of the catheter returned. The radially adjacent splits were noted on the proximal portion of the catheter returned. Upon infusion, a leak was observed from the splits and the partial circumferential break was noted. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture issue. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiration date: 11/2021). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.